Event description:
Acute illness endocrine failure, heart palpitations, hypoadrenia, hypothyroid, extreme brain fog, fatigue, insomnia, immune system dysfunction, autoimmune illness. Was in 2 car accidents at this time. This is directly a result of inamed mcghan 300cc saline breast implants placed. I was progressively worse for 8 years and could not work or function. Had the breast implants removed in 2016 and I am completely well. There are deadly and poisoning millions of women. All breast implants should be removed from market.